Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.

Event description:
Device issue: loose stent. Time of device issue: during the procedure. Adverse event: none. It was reported that during a right renal stenting procedure in a heavily calcified lesion, during stent delivery system advancement across the lesion, the herculing elite stent came halfway off the balloon. The guiding catheter was advanced and the dislodged stent was pulled back into it. Everything was removed from the anatomy as one unit. A second stent was successfully deployed at the lesion. There was no adverse patient sequela reported. Although requested, there was no additional information provided.